Event description:
During the cataract procedure and after placing this lens in the eye, the doctor removed and replaced the lens with a different diopter. The incision was slightly enlarged to successfully remove and replace the lens.